Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosugrical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue could not be confirmed during initial verification using system logs, visual inspection during the fa process validated that the unit does not power on. Because the unit fails to power up, erbe error logs and system-level diagnostic tests could not be accessed, preventing further assessment.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, during setup, connecting the grounding pad cord to the generator caused everything to shut down. The staff then powered the system back on, but the generator did not power back on. Technical service engineer (tse) asked where the generator power cord had been plugged in and learned it had been connected to a power strip on the vision side cart (vsc) with all outlets in use. Tse recommended moving the generator power cord to a known-good wall outlet, but the issue persisted. Tse then recommended plugging the generator into its own separate bank of wall outlets on a dedicated circuit and explained the need for a dedicated circuit, but the staff stated the outlets were not the issue. The procedure was continued with a third party generator with no reported injury.